Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event was confirmed based on an onsite evaluation by an abbott representative. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6) . No further related events have been reported at this time. The heartmate ii lvas instructions for use (IFU) and patient handbook contain information on how to care for the driveline. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 30mar2017. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had percutaneous lead separation at the distal end bend relief. A clamshell repair on (B)(6) 2021 with no issues noted.